Manufacturer narrative:
The device was received for evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported blank display screen which was reproduced at power up. The reported condition was verified. Visual inspection found the cause was the depressed pins. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a blank display screen. The event occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.